Event description:
It was reported that the patient experienced perforations from all three of the implanted leads. The physician commented the lead perforations might be related to patient anatomy. In addition, the leads were noted to have dislodged, and all were later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The analyst noted that the lead passed introducer test.